Event description:
The subject device could not be interrogated: there were no green lights on the programming head and no effect from applying a magnet on the device. The recommended replacement time (rrt) was reached early, according to the physicians. The device was explanted. The preliminary analysis revealed that a normal battery depletion occurred.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The subject device could not be interrogated: there were no green lights on the programming head and no effect from applying a magnet on the device. The recommended replacement time (rrt) was reached early, according to the physicians. The device was explanted. The preliminary analysis revealed that a normal battery depletion occurred.